Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of slow to boot, the programmer booted normally however it was noted that the hard drive health was at 99% so it was replaced and reimaged. Analysis did confirm that the power cord bay was broken and the media bay door latch was bent, so the power cord bay assembly and the media bay door were replaced. The programmer failed its thermal sensor 7 test and therefore the power supply was replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the old style stylus was replaced and calibrated, and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was taking awhile to boot up and that its hardware was in need of fixing. It was also requested that it be updated with the newest software. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.